Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment medwatch report # : mw5151234.

Event description:
User facility medwatch report mw5151234 received that states " I had severe chest pain and racing pulse so I was admitted to ER. It was determined that I was in svt. An angiogram was performed and also echocardiogram and it was determined that I had a failing aortic valve that had been replaced in (B)(6) of 2017. The valved was only performing at 25-30% according to doctors. I had a echogram in late (B)(6) of 2022 and was scheduled to have another in late (B)(6) of 2023 but this anticipated the appointment. The previous echo had no signs of failing valve. Once it was determined that I required a valve replacement I started researching issues with my previous valve st. Jude trifecta 27mm with a serial number of (B)(6) and lot number 180097944, I was not aware of any issues and the only way I knew what details of the valve I had was by reaching out to the surgeon to get the specifics. I have since had to have the valve replaced and that was done (B)(6) of 2023. I have replaced it with a mechanical valve the on-x aortic valve. Angiogram showed no immediate issues and the echogram showed severely damaged valve the valve was calcifying. It was reported that on (B)(6) 2017, a 27mm trifecta valve was implanted during an aortic valve replacement. In 2022, echocardiogram showed no signs of falling valve. In 2023, echocardiogram determined the valve was severely damaged and calcified. In (B)(6) 2023, the valve was replaced with a unknown size mechanical valve.

Manufacturer narrative:
An event of dyspnea and a severely damaged and calcified valve was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the valve was not returned for analysis. However, based on the information received, the reported event is consistent with structural valve deterioration (svd). A variety of factors may contribute to svd, including patient, biological, and implant related factors: no implant related factors could be confirmed as information received from the field related to the implant procedure was not provided. Biological factors which can result in tissue degeneration such as calcification, reported by the field (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device h6 health effect - clinical code: code 4580 removed.

Event description:
User facility medwatch report mw5151234 received that states " I had severe chest pain and racing pulse so I was admitted to ER. It was determined that I was in svt. An angiogram was performed and also echocardiogram and it was determined that I had a failing aortic valve that had been replaced in (B)(6) of 2017. The valved was only performing at 25-30% according to doctors. I had a echogram in late (B)(6) of 2022 and was scheduled to have another in late (B)(6) of 2023 but this anticipated the appointment. The previous echo had no signs of failing valve. Once it was determined that I required a valve replacement I started researching issues with my previous valve st. Jude trifecta 27mm with a serial number of (B)(6) and lot number 180097944, I was not aware of any issues and the only way I knew what details of the valve I had was by reaching out to the surgeon to get the specifics. I have since had to have the valve replaced and that was done (B)(6) of 2023. I have replaced it with a mechanical valve the on-x aortic valve. Angiogram showed no immediate issues and the echogram showed severely damaged valve the valve was calcifying. It was reported that on (B)(6) 2017, a 27mm trifecta valve was implanted during an aortic valve replacement. In 2022, echocardiogram showed no sign of failing valve. On (B)(6) 2023, the patient presented with dyspnea, and echocardiogram determined the valve was severely damaged and calcified. In (B)(6) 2023, the valve was replaced with a 25mm non-abbott valve was implanted. The explanted valve had tear at the hinge points of one of the valve leaflets on both sides. The patient was reported stable and discharged.